Manufacturer narrative:
Additional narrative: after further evaluation, it was observed that the device failed the following pre-tests: check direction of rotation, check function with test hand switch, check function with foot pedal and check power with test bench. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to cleaning issues which is further classified as improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the control unit was not functioning on the electronic pen drive device. It was further observed that the electronic control unit was faulty and there was a stain on the motor surface. It was reported in the service order that the device was not working and was getting very hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.